Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump failed calibration testing. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no damage observed on the pump. During analysis, the customer's concern regarding failed calibration was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pump's delivery to be slightly positive. The pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.